Event description:
It was reported that the patient was admitted to the hospital due to chest tightness. The physician then diagnosed pericardial effusion due to right ventricular (rv) lead perforation as the original lead position was close to the free wall. From the device check, it was observed that the threshold trend had increased and the pacing impedance was gradually decreasing. The physician then explanted and replaced this rv lead without any further complications. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.